Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The information received indicated that a 35lp balloon was adequately flushed and placed through a sheath. During the first attempt to inflate, the balloon did not fill up. A hole in the balloon catheter near the proximal hub was observed. The device was removed and the procedure was completed successfully with another balloon. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.